Event description:
Motor leaked oil during surgical procedure and was reported to have contacted pt wound site. On follow up, it was reported that oil squirted out of the motor while drilling during an anterior vertebrectomy. Oil did contact the pt wound site. Additional irrigation was used to remove oil from site. There was no pt impact.